Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the additional failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited foreign objects in the air water tube and the air water cylinder. There was no patient involvement.